Event description:
A report was received from the field alleging, there is rust build up at the needle holder area and/or teeth of the instrument which occurred over time. The name of the actual damaged device is unknown; however, it is manufactured by (B)(4). The model or serial numbers are also unknown. The sterrad is the only high level disinfection modality used at this facility and the device has been processed for about a month, the actual number of cycles is unknown. The initial reporter indicated that they do not follow the device manufacturer's cleaning instructions. There have been changes to the cleaning process and products. They have stopped using presoak enzyme cleaner "brand unknown". The current cleaning solution is (B)(4) liquid detergent concentrate; capful per gallon of water used. The rinsing procedure was not detailed only "rinsed" was provided. An asp representative discussed the appropriate pre-cleaning procedure with the customer. The device remained intact; without breakage. There was no injury to patients or healthcare workers.

Manufacturer narrative:
The damaged device is approximately one month old. It is unknown if an instrument assessment was performed. The manufacturer of the device has been contacted regarding the damage. Additional information has not been provided to the customer on the damage sustained or the compatibility of this device and the sterrad by the device's manufacturer. The device has not been previously damaged. However, the customer noted that repairs were to be performed by the device's manufacturer. There are no repair reports or photographs available for this device. An evaluation summary could not be generated via asp's sterrad sterility guide. Per the sterrad nx user's guide: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturer's instructions for their products. The foldout chart in this guide lists the certain types of times and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturer's instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer representative for more information.